Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Correction on 04-may-2016: the previous initial receipt date was incorrectly described in the narrative. The correct initial receipt date is 04-may-2016. Quality safety evaluation received on 27-may-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essuredevice, migration of essure device") and pelvic pain ("pain") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sterilisation reversal in 1998 and cryotherapy (cryotherapy of cervix). Concurrent conditions included hypothyroidism. Concomitant products included bisacodyl (dulcolax), carisoprodol (soma), ketorolac tromethamine (tora-dol), levothyroxine since 2010, metformin, oxycocet (percocet), thyroid and zolpidem tartrate (ambien). In 2006, the patient had essure inserted. In 2006, the patient experienced allergy to metals ("nickle allergey"), menorrhagia ("bleeding heavily, abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), weight increased ("weight gain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("skin rash"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), swelling ("swelling "), back pain ("back pain"), alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)), surgery (uterine ablation) and surgery (uterine ablation). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, allergy to metals, female sexual dysfunction, menorrhagia, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal haemorrhage, fatigue, weight increased, alopecia and gastrointestinal disorder outcome was unknown and the pelvic pain, swelling, back pain and dyspareunia had resolved. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, pelvic pain, rash, swelling, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: working appropriately quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet : the events wre replaced with bleeding heavily, abnormal bleeding (vaginal, menorrhagia), nickle allergey, apareunia (inability to have sexual intercourse), malposition of essure device, skin rash, bladder or urinary problems or changes, migraines / headaches, migration of essure device, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, gastrointestinal or digestive system condition, hair loss and reporter and patient information updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essuredevice, migration of essure device/dr told me one of the two coils was not where its supposed to be"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included sterilisation reversal in 1998 and cryotherapy (cryotherapy of cervix). Concurrent conditions included hypothyroidism, obesity, unspecified, vaginal itching and vaginal burning sensation. Concomitant products included bisacodyl (dulcolax), carisoprodol (soma), ketorolac tromethamine (tora-dol), levothyroxine since 2010, metformin, oxycocet (percocet), thyroid and zolpidem tartrate (ambien). In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("allergic or hypersensitivity reaction"). In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickle allergey"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), weight increased ("weight gain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2008, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced rash ("skin rash"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), swelling ("swelling "), back pain ("back pain"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and nausea ("nausea"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and oophorectomy) and surgery (hysteroscopy, endometrial ablation with a resectoscope, d & c ((B)(6) 2007)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, allergy to metals, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal haemorrhage, fatigue, weight increased, alopecia, gastrointestinal disorder, nausea and hypersensitivity outcome was unknown and the pelvic pain, swelling, back pain and dyspareunia had resolved. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, swelling, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 250 lbs. According to medical records: the plaintiff had endometrial ablation due to menorrhagia on (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, weight gain, pelvic pain (confirming)." Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 8-jun-2018: per pfs following events: genital haemorrhage (heavy bleeding), nausea, hypersensitivity (allergic or hypersensitivity reaction - type: unspecified) were added. Essure model was updated to #205. Event: menorraghia was updated to incident. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.